Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 45mg/dl, 47mg/dl, 49mg/dl, and 66 mg/dl at the time of the incident. The customer was at 222 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer has had lows with their last 2 set changes. Troubleshooting was not completed as the customer did not want to disconnect from the pump. Customer believes the recalled sets may have caused their lows, but the sets in their possessions were not part of the recall. The insulin pump will be returned for analysis.